Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided, however, the bone screw could not be confirmed as being part of the reported event. Review of the available records identified the following: the patient underwent a right total hip arthroplasty due to arthritis. Zimmer biomet components were implanted without any complications. The patient underwent a revision procedure due to corrosion, elevated metal ion, and liner fracture. The head and liner were replaced with new zimmer biomet products, and a bone screw was implanted. The patient continues to have pain, weakness, and gait impairment. No other finding/complication related to the reported event was noted. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 00771101300 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 standard offset lot#: 61118280; catalog#: 00620204822 shell porous with cluster holes 48 mm lot#: 61210891; catalog#: 00632004832 liner 20 degree elevated rim 32 mm i.d. Lot#: 64079878; catalog#: 00877703204 bioloxâ® option, head, xl, ã¸ 32/+7, taper 12/14 lot#: 2931440. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: -0001822565-2021-00824, -0001822565-2021-00826, -0002648920-2021-00109, -3002806535-2021-00109.

Event description:
It was reported that the patient underwent a revision procedure due to pain, metal related pathology, and a fractured poly. Subsequently, the patient continues to experience pain, weakness, and gait impairment requiring use of a cane while ambulating. Attempts have been made and additional information on the reported event is unavailable at this time.